Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had stuck button alarm. The customer¿s blood glucose level was high. Customer¿s blood glucose levels was 340, 266, 217, 278 112, 76 and 180 mg/dl. Customer treated it with insulin pump. Customer reported that the time was advancing. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the idle current test, run current test, self test, off no power test, displacement test, basic occlusion test, occlusion test, prime/a33 test, rewind test and excessive no delivery test. Insulin pump received with normal operating currents. No unexpected low battery alarm noted. All buttons functioning properly. No stuck button or button error alarm during testing noted.